Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral valve in valve (vinv) tavr procedure with a 23mm sapien 3 ultra valve in a failing non-edwards valve, the commander delivery system balloon ruptured at the end of the deployment (and extra 2 cc's of volume was added). The valve was fully expanded and functioning well. Upon retrieval, resistance was met as the balloon was being pulled into the 14f esheath and the catheter abruptly broke at the distal end of the balloon, just proximal to the distal marker on the shaft of the balloon. The distal end of the balloon remained in the body on the wire. The 14f esheath appeared distorted, but was able to be removed and exchanged for a 16f esheath which allowed the tip to be snared and pulled into it, and removed as a unit. The perclose sutures worked well, and the patient is stable and recovering.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation, however, a device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The 3mensio imagery provided by the site shows calcification present in the annulus. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst, difficulty to withdraw system through non-edwards sheath, and system components separate during use were unable to be confirmed as no device or imagery of the device/procedure was provided. However, no manufacturing non-conformance were identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per review of the provided 3mensio imagery report, there was evidence of calcification present within the patient annulus. The presence of calcification in the landing zone can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigation's in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (over-inflation) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.